Event description:
A report received from a customer stated: "while ordinary nursing activities they realized that the cannula did not inflate." "It was necessary to bring the pt to hospital in order to change the unit with a new one." The tube was discarded.